Event description:
The complainant reports the nasal prong section of the nasal cannula 'split at the seam' from the oxygen delivery tubing during patient use.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested and receive informing that additional information could not be obtained. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(6) 2015.